Event description:
It was reported that a bad connectio nbetween the pump outflow magnet sensor and the outflow tubing magnet was noticed. There was no harm for patient, operator or third party reported. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The reported event was not confirmed. The service evaluation did not reveal any issues with the device.